Event description:
Pt requiring vasoactive support went from unit to cath lab for iabp placement and back to cath lab for ECMO, until nurse identified air in ECMO circuit. FDA safety report ID# (B)(4).